Event description:
Patient reported "these are implants that are affected by the recall", later healthcare professional reported "severe capsular fibrosis", "breast hardening", "incipient deformity", "functional impairment", "increasing symptoms" and capsular contracture baker grade IV. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.